Manufacturer narrative:
On 03/14/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 04/05/2018, mentor received the following additional information about the event: the lot number of the suspect medical device is 258277. A device history record review is in progress. Once completed, a supplemental report will be submitted. The date of event was originally reported as (B)(6) 2017. New information states that the date of event is (B)(6) 2017. The explantation date was originally reported as (B)(6) 2018. New information states that the explantation date is (B)(6) 2018. Patient received mentor memorygel breast implant 400cc gel breast prostheses as replacement implants on 04/06/2018, it was observed that the implantation date of (B)(6 )2015 was initially reported to the FDA. This date was erroneously reported. The correct implantation date is (B)(6) 2005. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation procedure with a mentor smooth round high profile 420 cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with unspecified breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 05/17/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/12/2018, mentor completed the analysis on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation (pe) team observed a rent at junction patch. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. Nonetheless, a microscopic examination of the edges of the rent was performed and it did not provide conclusive evidence of what could be the root cause. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).